Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd implanted: (B)(6) 2020; 5076-45 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) was beeping once a day. It was later reported by the clinic that the alert was due to low left ventricular (lv) lead impedance. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.